Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that they did have a stimulator for their bladder and that the stimulation had been very painful in the rectum ¿and stuff like that.¿ the patient clarified that no matter how they programmed it, they always felt the stimulation in the rectum and it hurt the patient very badly. The patient stated that they turned it off and then they removed the device. The patient stated ¿they took out everything,¿ or noted that they ¿were supposed to be everything.¿ the patient stated that in the meantime, they did something to their back and the patient stated that they thought the back problem could be effecting their bladder. The patient stated that they were supposed to go for an MRI and noted that they had asked the hcp nurse about 2 weeks ago if all of it had been removed and they spoke with the hcp and it had all been removed. The patient reported that day of the call they had been having some x-rays done and they had multiple fractures (not related to the device/therapy) and they found as a result of the x-ray that the anchors were present in the pubic ramus. The patient did not clarify when the pain started however the device had been removed on (B)(6) 2019, noting that the therapy was great, but not perfect. The patient called back on (B)(6)2020 with the MRI staff present and put the MRI tech on the phone who stated that they would be redirecting the patient to their health care physician (hcp) as they would not be scanning the patient with unknown components in the body. Additional information received on this day from another individual stated that the patient had an x-ray in (B)(6) 2020 that showed an ¿anchor,¿ or ¿some component of the system¿ remained implanted. Technical services reviewed information about MRI guidelines and that if fragments of the system remained implanted the scanning conditions would not support scanning the patient. There were no further complications reported.